Event description:
It was reported that the right atrial (ra) lead had increased threshold and high impedances. An x-ray was taken and no lead fracture was noted. A microdislodgement was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that additional review of the x-ray revealed no movement or microdislodgement of the lead. The physician reprogrammed the thresholds. The lead remains in use and the patient will be monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4) due to the additional information received stating that a microdislodgement did not occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.